Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the cervical ipg site. Patient recently had an accident and had an emergency surgical intervention during which the patient's cervical ipg was explanted. The physician cut the tails of the cervical lead and left the cervical lead implanted.